Event description:
The customer reported that the fissure in the cover of the gastrostomy tube with port "y", through which the food filters when it rises. Additional information was received and stated that the purple y-port was cracked along with use, because at the beginning the port was intact. Per customer, the meal solution was leaking through the crack. There was no patient harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The product was manufactured on 04-jan-2019. A sample was not returned for evaluation; however, a picture was provided, and the reported condition has been confirmed. A corrective and preventive action has been initiated to address the reported issue.